Event description:
The customer contact reported that during preventive maintenance testing at the user facility, leakage from the disposable batteries was noted in the battery compartment. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.